Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running low. The blood glucose had dropped as low as 32 mg/dl. The customer treated with food. The drive support cap appeared normal and recessed. The insulin pump passed the displacement test. The insulin pump had alarmed no delivery in the past when the reservoir ran out of insulin. The customer was advised to monitor the insulin pump and blood glucose and to call a health care professional regarding the cause of the low blood glucose.